Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Visual examination revealed that the tip shows signs of activation and there is a break in the middle of the active loop. The condition of the electrode tip indicates that activation was stopped at the point of failure due to the sharp edges and surfaces of the fracture location observed. An appropriate corrective action identified from the investigation is to amend the product user IFU advising the user not to operate the electrode in the beak of the sheath.

Manufacturer narrative:
(B)(4): to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a hysteroscopy procedure on (B)(6) 2016 and an electrosurgical device was used. During the procedure, the resection loop broke in utero and the broken loop was removed without additional dissection. There were no intra-cavitary residues. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.